Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified cardiac surgical procedure, it was observed that the motor device had a hole in the hose. According to the report, the hose exploded due to over pressurization. It was further reported that the rupture made a very loud noise and sounded like a "large caliber weapon being shot in a room". It was reported that the staff experienced ringing in the ears post-procedure. It was reported that the system was hooked up correctly without any kinks or possible occlusions. There was no delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of patient injuries, medical intervention or prolonged hospitalization. It was reported that there was not any long term damage to the staff; however, the status of those who complained of hearing damage was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was occluded during use. It was determined that the occlusion pinched off the exhaust air causing the hose to swell and eventually burst. Therefore, the reported condition was confirmed. It was determined that the occlusion occurred in the section of hose that was not protected by the pressure relief valve. It was determined that the location of where the pinch point occurred was located and there was material embedded in the hose from the object that caused it. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.